Event description:
During a pt treatment on a system 1000 hemodialysis device a pt rolled over and kinked the bloodlines. At that time, the machine responded by giving a high arterial and venous pressure alarm. After the problem was solved and the alarms were reset, the conductivity of the dialysate increased to 18.0 and the temperature went to 38.8 c. The machine subsequently alarmed and went into bypass. It was then reported that the blood leaving the dialyzer was light red in color. The blood was not tested by the facility and therefore it was unconfirmed whether the blood was actually hemolyzed or not. There was no report of any pt injury or medical intervention associated with incident. Attempts to obtain add'l info from this incident were unsuccessful.